Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bdext set .2 mf low sorb tubing/filter separation. The following information was provided by the initial reporter: we have had two more filters come apart at the point of connection in the last two days. Please see attached pictures, this is now a different lot number from before. And has happened with different nurses and different drugs.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing separated could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined

Event description:
No additional info.